Manufacturer narrative:
It was reported that, during a thr procedure, the weld that joins the impaction platform to the impactor shaft broke while impacting a r3 cup due to fatigue since this item has been stuck violently many times over its life. Procedure was finished with a smith and nephew back up device. Surgery was not delayed. Patient was not harmed. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. There is no information that would suggest the device failed to meet specifications. Based on this investigation, the need for corrective action is not indicated. The impactor was manufactured in 2017 and this device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. We will continue to trend through our post market surveillance process. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld that joins the impaction platform to the impactor shaft is broken, rendering the device inoperative. The device shows signs of extensive use. This case reports the r3 impactor broke at the weld of the shaft and the impaction platform. A photo of the broken device confirms the two pieces were removed from the patient. Per complaint details, the procedure was completed using a backup device. And reports no patient harm or delay. Therefore, no further clinical assessment is warranted. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr procedure, the weld that joins the impaction platform to the impactor shaft broke while impacting a r3 cup due to fatigue since this item has been stuck violently many times over its life. Procedure was finished with a smith and nephew back up device. Surgery was not delayed. Patient was not harmed.